Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device with an old style pcb (printed circuit board) and power switch, the reservoir cover had large cracks around the corners, reservoir tank is dirty, enclosure is cracked underneath the old style drain fitting, and the enclosure contains minor paint chipping throughout. The pump was noisy during evaluation. The customer stated problem was duplicated, the led for ot does not light up. No action taken. Device has been deemed beyond economical repair and will be scrapped. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that during preventive maintenance of a smiths medical fluid warmer, it asks to check overheat test light but the light is not coming on. No adverse patient effects were reported.